Event description:
It was reported that during an inflatable penile prosthesis implant procedure, a right proximal perforation occurred. The perforation was secured with a 2-0 prolene windsock. The patient was discharged the same day. Medical assessment determined that there is a casual relationship between the adverse event and the index procedure. The event was resolved and there were no further complications.